Manufacturer narrative:
Since the samples could not sent for further investigation, a specific root cause could not be identified.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable thyroid results for an unknown number of patient samples from a cobas e602 analyzer. They tested four patient samples on cobas e602 analyzer serial number (B)(4) and on an abbott architect analyzer. The customer didn't believe the results "according to the clinic of the patients" for three of the samples, but thought that the results for patient 4 agreed between the two methods. This medwatch is for thyrotropin (tsh) for patient 1 only. Refer to the medwatch with patient identifier (B)(6) for the free thyroxine (ft4) assay. The erroneous results were "reported to medical". The patients were not adversely affected.